Event description:
The distributor reported that two of the lb51 lighthandle covers detached and fell into the sterile field during a patient procedure. User facility personnel re-established the sterile field resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Cardinal health medical products and services is the distributor of the lb51 lighthandle covers subject of the reported event. Based on the description of the reported event, the likely cause of the reported detachment would be attributed to incorrect or incomplete installation of the cover by user facility personnel. Steris advised cardinal health to counsel user facility personnel on the proper installation instructions for the lighthandle covers. A 3-year complaint review was performed for the device and confirmed this to be an isolated event for the subject lot. No additional issues have been reported.